Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the customer facility. The fsr verified that the roller pump was found to have loose parts inside was returned to manufacturer for evaluation and repair. The fsr removed the roller pump from the original system 1 base and placed in storage room for testing. As the pump was placed onto spare system 1 base, loose parts were heard inside the pump when it was moved. There is no visible damage to the outside of the pump, and roller pump operation was tested satisfactory. This complaint is related to (B)(4)/ medwatch #1828100-2016-00807.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the roller pump display blanked out. The surgery was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on 13-dec-2016: according to the certified clinical perfusionist (ccp), the issue occurred during priming prior to the start of cardiopulmonary bypass. The local display of the cardioplegia roller pump blanked out. The ccp elected to power down the entire aps-1, re-booted the system and on re-boot, the cardioplegia pump display did illuminate and continued to use the pump for the remainder of the procedure. No other issues were observed. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not duplicated. The product surveillance technician (pst) configured the pump to known perfusion techniques and tested for 72 hours. There was no blanking out of the display that was observed. Testing included cold chamber testing, agitation testing and extended time testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.